Event description:
During manipulation iof guidewire a portion of the wire coating (@ 2-3 cm) becamre seperated from wire core due to contact with metal cannula. Coating lodged in branch of left profunda femora artery. No change in pulses distally. Procedure completed and vascular surgeon consulted. No intervention was done concerning the wire, i.e. No surgery to remove wire coating. Patient will be followed by primary care physiciandevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown, guidewire. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.